Event description:
The customer reported a non-reproducible, falsely elevated troponin I (access accutni+3) result on their unicel dxi 800 access immunoassay system (serial number (B)(4)) for one (1) patient. The customer repeated the sample twice on the same unicel dxi 800 access immunoassay system and obtained lower results, within the assay's normal reference range. It is unknown if the initial elevated access accutni+3 result was reported outside the laboratory. There was no change or impact to patient care or treatment. All system parameters (including quality control and calibration) were within assay/instrument specifications. Sample processing information such as collection device type, centrifugation speed and time were not provided. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The lot number of the access accutni+3 reagent was not provided. Therefore, the expiration and manufacture dates cannot be determined. The customer did not perform hardware verification testing. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information. (B)(6).